Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported the events of infusion set fell off during use with 2 infusion sets. The infusion set had been used for approximate 6 hours for all the events. The blood glucose level was 400 mg/dl at the time event. Therefore, the patient replaced infusion set and resumed insulin successfully. No further information available.